Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "femoral neck screw can no longer be properly tightened by the instrument. Thread does not engage. Replacement was available."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure. The received device was visually inspected and where we can see scratch marks on the surface of the device which indicates towards usage of the device over a year. Looking at the distal end we can see a deformation on the pegs, we also see that the distal threads are deformed crest surface is flattened and nicked at various sections. A functional inspection was conducted by a sample lag screw in which we can see that the lag screw was not completely assembled it is stuck in between because of deformation in the threads. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to multifactorial user related and normal wear as the device has been in use for 8+ years. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "femoral neck screw can no longer be properly tightened by the instrument. Thread does not engage. Replacement was available."